Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service center indicated that the adhesive on the bending section cover (a-rubber) had corrosion and dirt on the objective lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion on the adhesive on the bending section cover (a- rubber) is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the dirt on the objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.